Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11 corrected fields: h6 (medical device - problem code) at this time, the customer has not requested for getinge to repair the unit for the reported malfunction. The call was canceled as it was a consumable material (ECG cable). The customer replaced the ECG cable. The iabp was cleared for clinical use. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. Not returned to manufacturer.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp), had a faulty patient transport cable. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp), had a faulty patient transport cable.